Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via implantable systems performance registry (ispr) regarding a patient receiving intrathecal infumorph 5.0 mg/ml; 0.2400 mg/day via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain. The patient experienced nausea, severe headaches, loss of appetite and increased low back pain since the intrathecal pump placement. The dose was decreased (B)(6) 2015 and the patient was admitted to the hospital on (B)(6) 2015 for observation. Intravenous fluids and phenergan were administered. The patient experienced a pump site infection. On (B)(6) 2015 pus was encountered when the incisions were opened; purulent material was encountered in the pump pocket. The pump and catheter were explanted and not replaced. The pump was disposed of. On (B)(6) 2015 cultures show (B)(6). Postoperative antibiotics intravenous (IV) cefepime and vancomycin were administered. A peripherally inserted central catheter (PICC) line was placed (B)(6) 2015. On (B)(6) 2015 examination revealed the patient had no fever, nausea, vomiting or abdominal pain and was doing well. Ancef was discontinued and IV rocephin was started (B)(6) 2015. On (B)(6) 2015 the patient was in good condition and discharged home. The IV rocephin was continued at home after discharge. On (B)(6) 2015 25 ml postoperative serosanguinous fluid collection in the pocket wound was drained under ultrasound. At the examination the patient was doing well and denied fever. The midline incision was healing nicely. The hip pocket wound was draining but there was no evidence of infection. Aspiration of postop wound seroma occurred (B)(6) 2015. A few small loculated fluid pockets were aspirated (B)(6) 2015. On (B)(6) 2015 the cultures were negative with no growth. On (B)(6) 2015 there was fluid collection noted in the left buttock wound. The seroma was aspirated. On (B)(6) 2015 examination under ultrasound revealed still some drainage and the seroma was aspirated. On (B)(6) 2015 examination showed the wound healing was accelerated. There was no drainage, no significant fluid pocket and no sign of infection. The event was possibly related to the device or therapy and possibly related to the implant procedure. The incisional site was the pump pocket and the lumbar site. The event required in-patient or prolonged hospitalization and medical or surgical intervention. The outcome resolved without sequelae (B)(6) 2015.